Event description:
The customer reported the observation of discordant increased inr results and falsely elevated pt (prothrombin time) sec results obtained on patient sample measured with thromborel s on the cs-2500 instrument. There are no known reports of patient intervention or adverse health consequences due to this discordant results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report discordant results that were obtained on one patient sample on the cs-2500 instrument. The description of the issue indicates that the sample was lipemic. It is possible that the affected sample was not mixed accordingly after blood draw. A software, assay or system issue was not identified. Customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Note: thromborel s is marketed in the united states under material number 10873565. The 510(k) numbered documented in section g4 is for this product.